Event description:
While setting up for the case it was noticed that, almost all the pins in universal oscillating saw attachment were broken off. There were only two pins left. No additional clinical information was received prior to this report.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.